Manufacturer narrative:
Event date is estimated. Implant date is unknown.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.